Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported scan result of 55 mg/dl on the adc device in comparison to a glucose reading of 188 mg/dl on a built-in precision meter. It is unknown whether the customer noted a trend arrow on the device. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of sensor wear was 1 day. The customer did not experience any symptoms but was unable to self-treat, requiring "fruit juice and a second sugar boost consisting of syrup and gluten-free cake" provided by a family member (non-healthcare professional). However after this sugar boost, a hyperglycemia occurred so they treated the customer with one subcutaneous injection of rapid-acting insulin. There was no report of death or permanent impairment associated with this event.